Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During the surgery, he found the tip of the needle had been broken without any feel. So, he did not know when the breakage occurred. He remembers that the needle did not make contact with the bone. So he does not have any possible cause in his mind. It was brand new and the first use when the issue occurred. The surgery was completed with a 10-minute delay with the backup device. There was no harm to the patient. Affiliate responded via email from the affiliate on 11-21-2016. No information is available if x-rays were taken to locate the fragment. No information is available on how many passes the surgeon made before noticing the failure. It is not known if the patient will be evaluated at a later time.